Event description:
The customer reported that during an hiv-1 p24 antigen assay, a sample barcode in position c4 and b11 were misread. Summit sample handler was in use. No death or serious injury was associated with this event. A field svc engineer was dispatched.